Event description:
It was reported that a 3 liter eva empty bag had leaked. This malfunction occurred before use. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. The sample was visually and functionally tested. A leak at the port tube seal was found during evaluation. If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection and functional leak testing identified that the bag had a leak at the port tube seal. The evaluation confirmed the reported condition. The cause was determined to be a manufacturing issue. The failure was corrected and quality evaluations were improved. Should additional relevant information become available, a supplemental report will be submitted.